Event description:
It was reported that the iab was inserted using the subclavian approach and had been in use for approx. 2 weeks when a rupture/central lumen difficulty was suspected. The iab was removed. It is unknown whether a re-insertion was required. There were no reported pt complications.